Event description:
The customer reported the touchscreen had issues. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the touchscreen was not responding, and the customer observed error messages displayed on the monitor. It was then noted that a reboot was performed; however, the issue was not resolved. The service engineer suggested troubleshooting the touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The customer reported that a screen was ordered to resolve the reported issue.